Event description:
It was reported that a lag screw reamer fractured while using it with a damaged targeting guide. The piece of fractured lag screw reamer was retained in the patient¿s femoral head. No further patient impact has been reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ znn, cmn lag screw reamer, short item#00-2490-003-64 lot#4502612584. G2 ¿ foreign ¿ south africa. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00403. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No additional event information at this time.

Manufacturer narrative:
(B)(4). The lag screw reamer and the targeting guide were returned for investigation. The event can be confirmed as the instrument is fractured within the cutting area. The targeting guide shows some scratches and minor damages on the external surface, most likely from repeated usage on the field. The inner surfaces and the rim of the positioning holes appear inconspicuous. A functional test was performed on the returned instruments. Different test-nails with different ccd angles were assembled on the targeting guide: the alignment of each positioning holes of the guide with the nails hole was tested by passing the lag screw reamer through the cannula. The test shows that the alignment takes place as intended in the surgical technique. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored in order to identify potential adverse trends. Medical records were not provided. Based on product evaluation and functional test, the targeting guide functions as intended; also, the alignment holes are 100% inspected, therefore it is unlikely that misalignment between the holes of the guide and the hole of the nail occurred. Surgical technique recommends to "assemble the lag screw trocar into the lag screw cannula and pass through the correct hole in the targeting guide for the chosen ccd angle" and suggest "hole indicators can be placed in static (st) and dynamic (dy) holes of the targeting guide and in holes for ccd angles that will not be used to avoid the occidental use of those holes during the surgery". It can only be assume that the wrong ccd hole may have been used and the tip of the lag screw reamer impinged on the nail, leading to the fracture of the reamer. However, with the available information, it is impossible to accurately reproduce the reported event and a definitive root cause cannot be established. This follow-up report is being submitted to relay additional information.